Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high pacing impedance at multiple sites; it was also noted that the guidewire could not be fully inserted in the lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.